Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a arthrex employee via email that an ar-1927bcf-45 bio-composite-corkscrew anchor was discovered broken during use. This was discovered during a procedure on (B)(6) 2022.

Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that each anchor had been damaged and was broken. However, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined.